Event description:
Customer reported overinfusion on this pump. Patient receiving a chemo treatment. Pump programmed for a 138ml bag over a period of 48 hours. 2 ml per hour. Patient reported bag was empty before 46 hours. No additinal patient information is available at this time no patient injury has been reoported at this time. Pump will be sent to baxter's repair center for evaluation.